Event description:
Additional information later reported the pump was not flipped. The symptoms the patient experienced were nausea, shaking, restless and anxious the pump was refilled (B)(6) 2013 with no difficulties. The patient was noted to be due in march for next refill. The pump was also used to deliver bupivacaine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "every time they try to stitch it down¿ the pump breaks loose and was flopping in the patient¿s side. It never completely flips over but moves around in his skin. The patient was worried that the catheter will break off. It has always been like this. The patient wears a girdle to keep it lying flat. The patient had gained some weight after becoming disabled. The patient was told by their physician that there may be an "anchor" they can put in there to help keep it in place but the patient was not sure if he wants to have that. The patient has talked with his physician regarding this. The patient was put in contact with the nurse who assists with pain pumps. The pump was delivering morphine and an unknown medication.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).